Event description:
It was reported that during a knee arthroscopy the needle broke inside the scorpion. There was no harm for patient, operator or third party reported. The surgery was finished successfully with another device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual evaluation, no problems were observed with the device. Upon functional testing, it was noted that the shaft was blocked. The most likely cause of the reported failure is wear and tear.